Manufacturer narrative:
Console was examined and the issue determined to be related to defective driver, the driver was replaced and the repair corrected the problem. The system passed all tests and meets the manufacturer´s specifications. No other information is available. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that on an unknown date during a brevera procedure after the incision was made to the breast the technician received errors related to the driver. Due to the errors the procedure had to be aborted and the patient rescheduled. No patient harm reported. No other information is available.